Manufacturer narrative:
The autopulse platform (sn (B)(6)) failed the load cell characterization test while servicing at zoll. The root cause was failed load cells. The broken/cracked cover(s) and load cell(s) failure were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in august 2017 and is over five years old. Upon visual inspection, damaged front and bottom enclosures were noted. Based on the photos provided by the service team, multiple scratches, cracks, and fallen-out screws were noted on the front and bottom enclosures. The observed physical damages appear to be the characteristic of the harsh impact caused by user mishandling, such as a drop. The front and bottom enclosures were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without errors or faults. However, the backlight of the lcd screen was found to be not working, and the lcd was dark. The lcd screen was still readable. The root cause was a failed processor board, likely attributed to the damaged component(s) caused by user mishandling, such as a drop, as indicated by the extensive damages on the autopulse platform covers. However, the device's aging cannot be ruled out, as the platform is over five years old. The processor board was replaced to address the lcd backlight issue, and the load cells need to be replaced to address the failed load cells. In addition, the platform was subjected to a 10-minute run-in test using large resuscitation test fixture (lrtf), and the platform passed without errors or faults. The load cells and processor board were replaced to address the observed problems during the functional testing. Following part replacement and service, the autopulse platform passed the 15-minute run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During servicing on april 26, 2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.